Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 51 mg/dl which was treated with orange juice. Customer stated they had to change the sensor 3 times due to low transmitter battery warning. Customer was advised to charge transmitter before using it. The insulin pump will not be returned for analysis.